Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, two linear openings on the anterior, valve crack, and wear abrasion. Leak test and microscopic analysis were performed which identified a cracked valve and two striated openings on the anterior. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve, and two striated openings assessed as surgical damage consistent in the use of some surgical tools. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.